Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their (B)(6) male client used fixodent denture adhesive, version unk beginning 1999 to present and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries. Treatment: unspecified medical care. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.